Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2005.

Manufacturer narrative:
It was reported that patient concurrently underwent cystoscopy. It was reported that patient underwent removal of granulation tissue and permanent suture remnants and vaginal repair on (B)(6) 2012 by dr (B)(6) due to chronic granulation tissue upper left vagina.

Manufacturer narrative:
(B)(4).

Event description:
Details: it was reported that following insertion the patient experienced urinary tract infection.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2005 to treat uterine prolapse and mesh was used. After being diagnosed with a cystocele, she then had surgery on (B)(6) 2009 and another mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent symptomatic cystocele, minimal rectocele and falling apical support. It was reported that following implantation she experienced recurrence, bleeding, vaginal scarring, infection. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05253. The same patient is represented in each medwatch.